Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients leads had migrated. Surgical intervention may take place at a later date to resolve the issue. Related manufacturer reference number: 3006705815-2023-00555.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients leads were explanted and one lead replaced. Therapy restored.